Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that, per the patient, the pump was sitting at a weird angle in her abdomen, and she wanted it repositioned. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. It was noted the surgeon opened the incision, repositioned the pump and tied it down. The issue was considered resolved at the time of the report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's pertinent medical history was unknown. The patient's status was reported as "alive-no injury." The event date was unknown.

Event description:
Additional information received from the healthcare provider reported diagnostics performed related to the pump sitting at a weird angle was physical exam. The pump position different versus implant position, rotated anteriorly. The cause was unknown and the pump was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.